Event description:
It was reported that the device dumped energy or prompted "connect electrodes" if the therapy cable was bumped or jiggled. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center; however, the reported failure was not duplicated.